Event description:
A transobturator sling was implanted on (B)(6) 2004 and caused harm and required removal in (B)(6) 2009 and removal of scar tissue both internally and externally in (B)(6) 2011. This product caused chronic health issues for the past seven years.